Event description:
Additional information received - the reporter stated the surgeon loaded the lens and was attempting to insert the lens. The surgeon noted under the microscope that the lens was tearing. There was no patient contact. The back-up lens was implanted.

Manufacturer narrative:
(B)(4).

Event description:
A 13.2mm micl13.2 implantable collamer lens was returned to the manufacturer stuck in the cartridge. Additional information was requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4) - lens, stuck in cartridge. Evaluation method: lens work order search. Results: visual inspection of the returned product found the lens stuck in the returned cartridge. There was no visible damage to the cartridge. The cartridge was attached to the injector. There was evidence of clear surgical residue. A lens work order search was performed and one similar complaint was found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4)